Event description:
It was reported that imaging was taken that confirmed the fractured lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead had a suspected fracture due to high impedances on all lead contacts. In turn, the patient underwent surgical intervention wherein the lead was explanted and two new leads were implanted to address the issue.

Manufacturer narrative:
It was reported to abbott by the implanting physician (B)(6) 2020), that the patient had a suspected lead fracture of one of the drg leads. Patient was scheduled for a revision on (B)(6) 2020. Rep saw patient in pre-op and ran an impedance check. The lead in port 1, left l1 lead, showed all high impedance. An image of the fractured lead in question was taken by the physician, which he stated showed the lead in excellent position. Patient denies any recent trauma. Lead was explanted and physician added two leads on the right s1 and right s3. Patient now has 4 leads still implanted. All four leads show good position and impedances all within normal range. There were no complications during the procedure. Therapy was restored using all four leads. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.